Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Case logged to capture "surgeon indicated this is not the first time it has happened" at trailing phase, surgeon went to use trail as prepared for. This was the 16x11 trial, with a 36 standard neck. These two are joined with a screw and thread, and interlock with teeth on both components. To change the version, the neck can be rotated, and then locked onto the stem. However this locking mechanism was broken, causing significant problems and delay to surgery as he could not trail the stem version. To complete the procedure, the surgeon had to open the definitive implant and approximate ideal version of the stem. Surgeon indicated this is not the first time it has happened. 30 minute delay to the procedure.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.